Event description:
It was reported that the pt had a scab near the buttonhole of the proximal valve which fell off, exposing the valve. This area had been previously sutured but had not healed. Subsequently, the proximal valve was explanted due to the skin erosion and a new valve was implanted.